Event description:
Alaris pump stopped running and alarmed system failure. All channels stopped running medications that included dopamine drip, lasix drip, and versed drip. A new pump had to be set up and started.